Event description:
Had gallbladder removed in 2014 also have had migraines, severe abdominal pain, back pain, brain fog, severe fatigue, over 6 kidney infections since (B)(6) 2018 and high liver enzymes. FDA safety report (B)(4).